Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 1 month from the date of issue to the patient. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has a history of low voltage advisory alarms. The first reported onset was (B)(6) 2015 and alarms continued to occur as of (B)(6) 2015. During clinic visit on (B)(6) 2015, in addition to low voltage advisory alarms, one pump stoppage event was noted during review of the patient's event history. Review of the data log file by the manufacturer's technical services indicated the pump stoppage was due to both power leads being disconnected at the same time. It was reported that the patient was at home at the time the pump stoppage occurred and recalled hearing the alarm. The patient was not aware of the cause of the pump stoppage event and the patient remained asymptomatic at the time. The duration of time the pump remained off could not be determined. The system controller was exchanged and no further pump stoppage events were reported.

Manufacturer narrative:
Device evaluation - the report of low voltage alarms was confirmed based on the log file data downloaded from the returned system controller and the log files, which were provided for review. The returned system controller was functionally tested and exercised while connected to the equipment in our lab. The returned system controller was found to function as intended during the analysis even while supported independently by either power lead. Additionally, functional testing performed on the returned system controller with the test 14-volt batteries/test battery clips revealed normal system operation with no alarm conditions noted. The log file, which appeared to be downloaded from a different system controller, showed similar low advisory events while the controller was operated on battery power. In addition, this log file captured a single pump stoppage/time clock reset event, which appeared to occur due to both power leads being disconnected at the same time. There were no atypical event data captured in the submitted log file when the power was restored to the system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the vad coordinator reported that the patient continued to have non-audible low voltage advisories captured in the history screen. During the investigation, it was noted that the reported pump stop episode appeared to have occurred on a different system controller. It was reported that the patient has received all new batteries, battery clips and a patient cable; however, it seems as though the low voltage advisories have persisted because the patient uses drained batteries and/or old batteries that the patient has not returned for calibration. Therefore, this seems to be a patient-related issue not an equipment related issue.